Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was a fuse failure. Once the fuse was replaced, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the cause of the issue was due to a fuse. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the optical camera is not working. There was no patient present when this issue was identified.